Event description:
A report was received that following a permanent implant procedure the patient experienced numbness in all extremities. The physician explanted the patient's precision system. The numbness in the extremities subsided but the patient continues to experience little movement in the bilateral upper extremities. The patient remains in the ICU.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70, (B)(4), model description:artisan 2x8 paddle lead (with slotted electrodes), 70 cm the explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
Additional information received indicated that the patient has regained some use of his arms and legs but the physician believes that the patient will have permanent disability from the unknown injury the patient sustained. The patient will undergo intense therapy for the spinal cord injury.

Event description:
A report was received that following a permanent implant procedure the patient experienced numbness in all extremities. The physician explanted the patient's precision system. The numbness in the extremities subsided, but the patient continues to experience little movement in the bilateral upper extremities. The patient remains in the ICU.